Manufacturer narrative:
The device was not returned for analysis. The review of the manufacturing and sterilization records for all devices related to this event was reviewed and no nonconformities were found. Device not available for return.

Event description:
During a routine call from a nevro representative, it was reported that a patient had acquired an infection post implant. The patient was admitted to the ICU for (B)(6) infection and was given IV antibiotics. The device was explanted. The report indicated that the patient was receiving effective therapy prior to the infection and the physician suggested that the patient would be reimplanted in 8-12 months.